Event description:
Customer reported the exclusion pin would not engage. There was no reported pt injury. Investigation/conlcusion: the vaporizer was returned to the mfg site, and the exclusion pin was found to be missing. Specified checks have since been added to the assembly process to ensure the exclusion pin has been installed. The user is to ensure that, when the vaporizer dial is turned on , the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad variant operation and maintenance manual. This is the second MDR involving a tec 6 nad unit wherein the exclusion pin was missing.